Event description:
It was reported that before a procedure, it was found that the tissue pad was detached when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition with the tissue pad properly attached to the clamp arm. The device was tested with a generator and was functionalit is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.